Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving compounded baclofen (2050 mcg/ml at 951.1 mcg/day), fentanyl (90 mcg/ml at 41.75 mcg/day), and clonidine (1870 mcg/ml at 867.6 mcg/day) via an implanted pump. The indication for pump use was complex regional pain syndrome type 1 and non-malignant pain. On (B)(6) 2017 it was reported that the patient heard the pump beeping and went into the doctor¿s office. A motor stall was seen at initial interrogation. The pump stalled on (B)(6) 2017 at around 22:20 and the stall was active. The patient had not recently had an MRI. The patient¿s pump was nearing normal eos (end of service) and the patient had seen the surgeon to replace their pump last week, but now that there was a motor stall they would be moving the replacement date. They silenced the audible pump alarm but did not program the pump to minimum rate. They were covering the patient with non-pump medication (fentanyl patch, oral baclofen, and oral hydromorphone). The patient had no symptoms. The pump was replaced and the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. There were no environmental, external, or patient factors that may have led or contributed to the issue. No further complications were reported/anticipated.